Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center was unable to confirm the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, amount of water supplied is insufficient due to clogging of the air/water nozzle, curved rubber adhesive part missing, curved rubber bond cracked, curved rubber adhesive part cloudy, air and water nozzles are clogged, and the draining function is reduced, foreign object inside the nozzle, bending angle insufficient due to elongation of the angle wire, play of the angle knob out of the normal state due to elongation of the angle wire, dots of the submersion detection sticker 1c connected and stained, scratches on insertion tube, objective lens adhesion part cloudy, lighting lens adhesion part cloudy, and scratches found on switch 1. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a gastrointestinal videoscope, having weak air/water supply. Upon inspection and testing of the returned device, foreign material was found clogged in the air/water nozzle due to insufficient cleaning. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. As there was no obvious deviation of reprocessing, a further cause of the suggested phenomenon could not be presumed. It is suggested that the user facility perform reprocessing of the device according to the instructions for use. Olympus will continue to monitor field performance for this device.